Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient was treated ¿continuously¿ with cefepime 1 gram injection in the night bag, reported as ongoing. The cause of the peritonitis was a breach in aseptic technique further described as the patient made a mistake, did not wear a mask and the area was not clean before starting pd therapy. It was reported the patient¿s condition was stable; however, the fluid was not clear. At the time of this report the patient remained hospitalized; the outcome of the peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: the phone number provided: (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that a week after the onset of peritonitis the patient died. The death was reported to be due to malnutrition and a cardiac arrest. It was not reported whether an autopsy was performed or whether dianeal therapy was ongoing until the time of death. If additional relevant information is obtained, then a follow-up MDR will be submitted.